Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that during an intraocular lens (iol) implant procedure, the preloaded lens advanced smoothly until it started to exit the device, but it failed to continue advancing. There was patient contact. In a follow up, the materials coordinator reported the procedure was completed with another iol and there was no patient harm.

Manufacturer narrative:
Product evaluation: the device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to a piece of cardboard. A small amount of blood and viscoelastic are observed on the lens. The lens was cleaned with lphse. No lens damage was observed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported lens failed to advanced could not be determined because the lens was returned outside of the device. No problem was found with the returned device or lens. No damage was observed. Top coat dye stain testing was conducted with acceptable results. The lens dimensions are acceptable (plan view) using an approved template. (B)(4).